Manufacturer narrative:
Event took place (B)(6) 2017, the exact day is unknown.

Event description:
Patient was hit again on the same side as the implanted plate. During the patients follow up post hit to the face it was discovered the plate was broken.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed based on the lot number provided. In the investigation no anomalies were discovered. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.